Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported superficial driveline damage could not be confirmed. A specific cause for the damage could not be conclusively determined through this evaluation the patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until 26nov2024 when the patient received a heartmate ii to heartmate 3 pump exchange. No product was returned for evaluation (refer to MFR# 2916596-2024-52435). Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through voluntary medwatch report (B)(4) that the patient presented to clinic with electrical tape on their driveline. The electrical tape was removed from the driveline and damage to outer casing of driveline noted. Silicone rescue tape was applied.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.